Event description:
It was reported the pt's scs lead was replaced due to the pt experiencing ineffective stimulation. Follow-up identified the issue was resolved with the lead replacement.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.